Event description:
It was reported that the device was no longer functioning within specification.

Manufacturer narrative:
Additional information. The complaitn has been re-opned upon receipt of information that the device has not been explanted. The explanted device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.